Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that implant fall down during insertion. Tooth # 31.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp tm 6.0mm mtx full, 13 (tmt6b13) and unknown driver were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing was performed for the returned product and no malfunction identified. Pre-existing patient factors, x-ray, tooth location is not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1218670). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product unknown driver is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1218670) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown driver. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. H3 other text : device not returned.

Manufacturer narrative:
A imp tm 6.0mm mtx full, 13 (tmt6b13) and its mount were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage. No damage identified. An unknown driver was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing was performed for the returned products and in-house driver no malfunction identified. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1218670). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product unknown driver is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (1218670) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown driver. Sep post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, the device malfunction did not occur with the returned implant and in-house driver however the reported unknown driver was not returned and malfunction could not be verified. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.